Manufacturer narrative:
Device passed the displacement, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery and motor tests. No motor error alarm noted. No damage found on motor. Device received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's wife reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 430 mg/dl. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.